Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The aus was replaced, and a hole was found in the pressure regulating balloon (prb) leading to fluid loss. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory the returned components underwent a thorough analysis. Inspection of the cuff and pump found no abnormalities, and both components passed the leak testing. Examination of the balloon identified a pin hole in the balloon shell, near the sphere adapter junction, that was consistent with fatigue. The balloon did not pass the leak testing performed. Based on the information available, the reported observations were confirmed.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The aus was replaced, and a hole was found in the pressure regulating balloon (prb) leading to fluid loss. There were no additional patient complications reported.